Manufacturer narrative:
One used unit was received (B)(4) 2011 and is currently being decontaminated. Additional information regarding this incident has been requested. Upon completion of the investigation, a supplemental report will be submitted. Internal (B)(4).

Event description:
The tubing detached from the luer adapter during use.